Manufacturer narrative:
Concomitant medical products: 694965, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for charge circuit timeout. The ICD reached elective replacement indicator (eri) two years prior. A device changeout is scheduled. No patient complications have been reported as a result of this event.